Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument the cable on the instrument was found to be loose.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable frayed at both the back idler pulley and the distal end. The same cable was also derailed at the back idler pulley. No other cables were damaged at the wrist. There was no damage or corrosion found on back idler pulley. The instrument also passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.